Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 02-oct-2023. H.6. Investigation summary: material #: 301746. Lot/batch #: 3014511. Bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for broken male luer was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for broken male luer with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken male luer. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle the hub separates from device and shield was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6), 2023, during a visit to the outpatient blood collection room, the head nurse reported that the recent batch of intravenous blood collection needles had frequently tripped ,and IV shield loosen and hoped that the company would pay attention to the verification.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® flashback blood collection needle the hub separates from device and shield was loose. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on the morning of (B)(6) 2023, during a visit to the outpatient blood collection room, the head nurse reported that the recent batch of intravenous blood collection needles had frequently tripped ,and IV shield loosen and hoped that the company would pay attention to the verification.